Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside normal use observed in the black box or download history. There was no data found in the black box or download histories from the reported event due to continued patient use. The meter was not returned with the pump for investigation. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient had been experiencing elevated blood glucose (bg) up to 547 mg/dl with loss of appetite since the afternoon of (B)(6) 2012. The reported bg elevations were reportedly corrected via the pump. Customer support reviewed the pump with the reporter and found all settings and histories were correct. The reporter denied any site, set, or cartridge issues. Troubleshooting found no pump malfunction. A reason for the reported bg elevations could not be determined, and the reporter was advised to contact the patient's health care provider. The patient reportedly continued on insulin pump therapy. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy, and the cause of the reported bg excursions could not be determined.